Event description:
The fse reported that the sys was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the x-ray tube and the high voltage cables. The system operates as intended.